Manufacturer narrative:
A partial lead with the connector pin measuring 15.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that at follow-up lead noise was observed and reproduced with arm movements. The lead was cut, capped and a portion returned for evaluation. The patients condition was fine following procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.